Event description:
Received info 03/05/2008 from an optometrist in clinical research regarding a pt enrolled in a foreign clinical study. Pt involved in clinical study presented in 2008 with c/o mild irritation and redness os since early morning. The pt had worn the oasys contact lenses x5 days extended wear. Sle indicated: ciliary congestion, lid hyperemia, single infiltrate with staining. Clare. Ac cells 1+. The pt was treated with ciplox gtts qid and ciplox ointment at bedtime and vitamin c 500 mg tid. The pt returned for f/u eight days later: va 20/20 with correction. A nebulae scar was noted in the midperiphery of the cornea. The pt continued to participate in the study. Product in question has been discarded. No add'l info is expected to be received. All mdrs are reviewed at quarterly management review meetings.

Manufacturer narrative:
Device labeling single use or reuse.